Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was noted scratched after implantation. The lens was removed and replaced, with a lens same model and dioptre, during the same surgical procedure. There was no patient injury, no vitrectomy performed and no incision enlargement. The patient is reported doing fine. Age/date of birth: (B)(6) 1949. Gender/sex: female. Date of event: (B)(6) 2016. Concomitant medical products: platinum 1mtec30 cartridge, lot# unknown. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: complaint device was returned to manufacturer. Device available for evaluation - yes, returned on june 03, 2016. \device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and the lens is damaged; on the edge, posterior side. The lens was contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. A scratch was not found. Therefore, the complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on record review, returned device analysis and labeling review, no product deficiency was identified. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was scratched. There was no patient contact with the device. No further information was provided.